Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and the distal conductor was distorted. There was blood/body fluid (not obstructed) on the distal conductor and the helix was distorted/bent. There was also blood in/on the helix mechanism sleeve head and on the helix mechanism itself. There was a deformation/fracture in the proximal section of the inner coil, indicating extension problems. The device is part of the advisory for this model.

Event description:
It was reported there was an attempt to reposition the lead due to poor thresholds and sensing. During the reposition attempt, there was difficulty redeploying and retracting the lead helix. The lead was explanted and replaced. No patient complications were reported as a result of this event.